Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was not duplicated. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an laparoscopic surgery using the subject device in combination with the light source clv-s45, it was found that the endoscopic image of the subject device was not displayed on the monitor. The user facility replaced the subject device to another similar device to complete the procedure without more than fifteen minutes extension. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information from olympus china, omsc surmised that the reported phenomenon temporarily occurred by the failure of the video connector socket, which might be caused by the aging deterioration due to repeated use for a long term because more than eleven years had passed since the subject device was installed. If additional information is received, this report will be supplemented.